Event description:
Per the clinic, the patient experienced skin infection at the abutment site (date not reported). Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022. The abutment was removed during the same surgery. The patient was treated with oral antibiotic for seven days (specific date not reported).